Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was powering off during use and displaying a battery indicator. The pt indicated that the alleged meter issue started the previous day, at around 10:30 pm before she went to bed. Since the pt was unable to test her blood glucose that night, she allegedly "guessed" on how much sliding-scale levemir insulin to take. The pt took her usual dose of 8 units. Around 5:00 am the next morning, the pt had developed symptoms of having "nightmares" and was "out of it". The pt also stated that she did not know where she was. The pt mentioned that she felt as though her blood glucose level was down to "58 mg/dl". The pt's husband treated her by administering juice. The pt denied receiving medical intervention from a health care provider. The pt did not have a replacement battery for troubleshooting the alleged issues. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion. The pt claimed that she developed symptoms suggestive of severe hypoglycemia and received treatment from her husband after the alleged meter issues began. The pt took a "guessed" amount of sliding-scale insulin as a result of the alleged issues and developed symptoms after.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.